Manufacturer narrative:
The cardiomems patient electronic system was received for evaluation. The initial observation confirmed the proper software application loaded as anticipated. Warning 5 displayed during the system startup. Patient data backup was performed successfully with a reading being sent and an acceptable signal strength of four bars was observed during the data transmission. The returned unit passed the hardware diagnostic test, no hardware issues were identified during a review of the hardware diagnostics data. The unit passed all frequencies of the performance test at 99% pass rate. Unit passed compact flash test step and both arm and dsp barometric sensor test. Battery voltage confirmed to be correct, using terminal real time clock confirmed to be off. Review of the backend logs confirm that warning 5 occurred on (B)(6) 2020 at 11:49. The error was reproduced, the root cause is i3 pcb rtc circuitry. The results of the performance evaluation concluded that the returned unit did not functioned as intended. The event of warning 5 is confirmed and no additional investigation is required.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. The unit was replaced to resolve the issue.